Event description:
Event description guidant received information that there was little to no capture noted with the rate/sense portion of this defibrillation lead. The pacing impedance was noted to be greater than 3000 ohms; however, adequate r-wave measurements were seen. The shock impedance measurements were normal and no noise was noted on the shock or rate/sense portion of the lead. Additional information received indicates that during a procedure to replace the cardiac resynchronization therapy defibrillator (crt-d) due to the advisory issued on this model device, the rate/sense portion of the defibrillation lead was capped and replaced with a new rate/sense lead.